Manufacturer narrative:
Evaluation: no product was returned to assist with our investigation. However, considering the device functioned as designed for three weeks, it is possible the tubing was not properly maintained and became obstructed during use. Prior testing has shown if the tubing becomes occluded or obstructed, ballooning will occur (prior to rupturing) if overly pressurized during injection. Catheter maintenance instructions are provided in our instructions for use booklet and if followed should prevent this type of incident from recurring. We will continue to monitor for similar situations.

Event description:
The line was in for three weeks. The pt had a jugular hematoma from a catheter leak (split was noticed on the left side of the catheter when it was removed.)